Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset that resolved malfunction, was advised to continue using pump and to call back if any malfunction alarm occurred again, and no further outcome information was provided.